Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap was found with inadequate iodine. The patient stated that the iodine on the sponge inside looked darker than normal and there was no moisture observed when the minicap was attached to the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.